Event description:
It was reported the patient was not receiving stimulation from the system. The sjm representative met with the patient and determined half of the contacts on the lead had invalid impedances. The patient was unable to receive right sided stimulation. Additional follow up found and x-ray showed a fracture in the lead. The patient reported a near fall in which she had caught herself earlier in the year. It was reported the patient did not intend to proceed with any surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.